Manufacturer narrative:
(B)(4). Additional product code: ktt, appliance, fixation, nail/blade/plate combination, multiple component. Part of the screw remained in the patient¿s bone; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part # 214.844s, lot # 461p846, manufacturing site: (B)(4), release to warehouse date: 24.november.2021, expiry date: 01.november.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The case was a 2 hole dhs, the lag screw, plate and first cortex screw are in situ. The hospital reported that upon inserting the second cortex screw, the head of the screw sheared off at the head/shaft junction. Leaving the shaft of the broken screw in the bone. The standard IFU were being followed and there was no abnormal instances or patient anatomy. The 2 hole plate had to be removed and replaced with a 4 hole plate, delaying the case by approx.. 15 minutes. No harm came to the patient. The broken shaft was left inside the patient and the broken screw head was discarded, therefore there is no product to return for analysis. There is no patient information available. This report is for one (1) cortscr ø4.5 self-tap l44 sst. This is report 1 of 1 for complaint (B)(4).